Event description:
Rptr stated that blood glucose results have been higher than expected since march 2000. Rptr stated last two months results have averaged 245-290mg/dl and before this time results were near 139mg/dl. Rptr then compared the suspect device to doctor's blood glucose device on 5/5/2000. The suspect device result was 279mg/dl and doctor's device read 132mg/dl. The rptr then stated that dr increased precose medication by 25mg (additional dosage to take a noon), based on the suspect device readings. Rptr claims that they became ill because of the increase in medication.